Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-01981. It was that the device was found to be in backup vvi mode. The patient was asymptomatic. It was also noted that the right ventricular lead has a known fracture with no capture, and tachy therapy turned off. The patient was stable and will continue to be monitored.